Event description:
A surgeon from the user facility reports an intraocular lens was removed and replaced due to patient's compliant of shadows in the temporal visual field. The patient has had an excellent outcome following the lens exchange. The surgeon does not know if the symptoms were associated with the intraocular lens.